Event description:
The patient reported that the implant area is red, bumpy and hot. It is also making the patient cough resulting in chest discomfort. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.